Event description:
The patient presented with left sfa lesion. A 7fr arrow sheath advanced via contralateral retrograde approach. A 6x10 vbh device advanced through the sheath but was unable to advance into the targeted zone. As the device was being withdrawn through the sheath, approximately 1" of the distal end of the device deployed (expanded). The device and sheath were removed in tandem resulting in an artery tear. Another 6x10 device was advanced through a 7fr arrow sheath (ipsilateral antegrade approach) to successfully treat the sfa lesion. The patient was transferred to the or were the torn was repaired. The patient was fine post surgery.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Review - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: per IFU, the warnings section states, "do not withdraw the gore viabahn endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore viabahn endoprosthesis back into the sheath can cause damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation."